Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated the trial worked wonderful, but the permanent ins had not been doing what it was supposed to be doing. The therapy was not helping. Patient went to their healthcare provider on (B)(6) for their follow-up appointment. They were still not getting therapeutic results. The patient had been calling the manufacturer representative (rep), but had not been able to get a hold of them for the last 2 weeks. They got a hold of the rep the day prior who told them to contact their healthcare provider to set up an appointment. The patient also reported that they turned the patient programmer on and it turned off. It was reviewed that the patient programmer screen would always go off. Patient was able to sync with their patient programmer on the call and they were on program 3 at 4.11v, the patient programmer showed the ins was off. Patient reported they were not pressing the ins on/off buttons. Patient was instructed to turn stimulation down to 3.0v and turn the ins back on. Patient confirmed they were feeling stimulation comfortably at 3.0v. Patient was going to monitor symptoms and increase if needed. Patient was scheduled to see their healthcare provider and the rep on (B)(6). On (B)(6) 2018 additional information received from the patient who said they haven't had therapeutic effect since implant. They received reprogramming on (B)(6) 2018, but they are not feeling stimulation in their butt cheek rather than their vagina. They also said their symptoms have not improved and have worsened since implant; they are leaking all the time. They called their healthcare provider's (hcp) office, but can't get in for another month. During the call, it was determined that stimulation was on; they were at 4.8v on program 4. Basic ins education information was reviewed with the patient. They were also redirected to check and see what the hcp instructions are. It was also reviewed with the patient to call back for further assistance if the hcp wants the patient to do a program change. Also on 2019-jan-02 additional information was received from the patient. They reported they had no idea the cause of the stimulation being felt in their butt cheek and at the time of the report they were not feeling stimulation at all. The reported that whatever steps were taken did not work. After 3 months, they had not noticed any relief, no improvement to their problem. Finally on 2019-05-01 additional information was received and patient stated that an x-ray was done and the device got disconnected or was not hooked up right or something and they had a replacement. No further complications were noted or anticipated.

Manufacturer narrative:
Correction to d7: explant date was added, evaluation method code updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018.crts 3775262, crts 3793654, patltr, crts 3857369 (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated the trial worked wonderful, but the permanent ins had not been doing what it was supposed to be doing. The therapy was not helping. Patient went to their healthcare provider on october 4th for their follow-up appointment. They were still not getting therapeutic results. The patient had been calling the manufacturer representative (rep), but had not been able to get ahold of them for the last 2 weeks. They got ahold of the rep the day prior who told them to contact their healthcare provider to set up an appointment. The patient also reported that they turned the patient programmer on and it turned off. It was reviewed that the patient programmer screen would always go off. Patient was able to sync with their patient programmer on the call and they were on program3 at 4.11v, the patient programmer showed the ins was off. Patient reported they were not pressing the ins on/off buttons. Patient was instructed to turn stimulation down to 3.0v and turn the ins back on. Patient confirmed they were feeling stimulation comf ortably at 3.0v. Patient was going to monitor symptoms and increase if needed. Patient was scheduled to see their healthcare provider and the rep on november 15. On (B)(6) 2018 additional information received from the patient who said they haven't had therapeutic effect since implant. They received reprogramming on (B)(6) 2018 , but they are not feeling stimulation in their butt cheek rather than their vagina. They also said their symptoms have not improved and have worsened since implant; they are leaking all the time. They called their healthcare provider's (hcp) office, but can't get in for another month. During the call, it was determined that stimulation was on; they were at 4.8v on program 4. Basic ins education information was reviewed with the patient. They were also redirected to check and see what the hcp instructions are. It was also reviewed with the patient to call back for further assistance if the hcp wants the patient to do a program change. Also on (B)(6) 2019 additional information was received from the patient. They reported they had no idea the cause of the stimulation being felt in their butt cheek and at the time of the report they were not feeling stimulation at all. The reported that whatever steps were taken did not work. After 3 months, they had not noticed any relief, no improvement to their problem.finally on (B)(6) 2019 additional information was received and patient stated that an x-ray was done and the device got disconnected or was not hooked up right or something and they had a replacement. No further complications were notedor anticipated refer to related pe 703141919: new implack lack effect (B)(6) 2019 crts 3899441 (con) no new information. (B)(6) 2019 crts 3910333 (con): see also related pe 703141919 no new info.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported their battery was replaced because the ¿battery disconnected¿. There were no further complications reported or anticipated.